Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had display anomaly, keypad anomaly and motor error. The customer¿s blood glucose level was unknown. The customer reported that the rainbow effect on the screen and made it hard to read, a lot of motor errors, insulin pump had rejected new batteries and had motor error during rewind. It was reported that the buttons were less responsive and had to push them harder. The insulin pump will not be returned for analysis.